Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I have 2 more samples of defective IV catheters that I would like to send in. Do you have a formal complaint form or anything specific to fill out? Additional info: only adverse event was that since the safety button stuck and the actual needle wouldn't retract without significant pressure; there was blood backflow that made a bloody mess/biohazard issue for staff and patient. Can you please provide an exact date of event? 03-03-2026.

Event description:
No new information

Manufacturer narrative:
The complaints of blood backflow and a stuck safety button or needle were confirmed based on the circumstantial evidence of the returned samples. Two insyte autoguard needles and one 18g insyte autoguard IV catheter were provided for investigation. The needles were received fully retracted within the safety shield. Blood residue was visible within the needle hub and on the external surface of the safety button. A functional test showed that the safety button was not sticking and the needles fully retracted when the safety mechanism was activated. Damage that was consistent with needle puncture damage was observed at the tip of the IV catheter. It is possible that the needle punctured the tubing, which may have caused a delay in retraction and allowed blood to leak from the blood control device. No other damage was observed on the returned samples. The exact cause of the damage could not be determined from the sample analysis. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.